Event description:
Litigation alleges patient suffers from erosion of the acetabulum and femur, resulting in pain, difficulty ambulating, metallosis, fluid build-up requiring aspiration and infections. Update rec'd 8/15/2014- pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated that the patient was revised for infection and pseudotumor on (B)(6) 2013. During removal of the stem several small fractures occurred on the femur. Spacers were placed on (B)(6) 2013 and he was reimplanted on (B)(6) 2013. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/4/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.